Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 300 mg/dl at the time of call and treated with insulin pump. The customer stated that the insulin pump alarmed no delivery even after the infusion set and reservoir has been changed. Customer stated that they have tried all the remedies and would still get a no delivery alarm. Customer also reported to have received a motor error alarm and during troubleshooting, the customer was able to rewind the insulin pump and the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm or excessive no delivery alarm noted. Motor passed motor test. Pump had minor scratched display window, cracked reservoir tube lip and scratched reservoir tube window.